Event description:
On (B)(6) 2006, the pt was implanted with three gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. On (B)(6) 2012, a computed tomography revealed a proximal type I endoleak with approx 5mm of aneurysm growth. On (B)(6) 2012, the pt was implanted with a conformable gore tag thoracic endoprosthesis to treat the proximal type I endoleak and growth. The endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.